Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was discharged from the hospital. There were no adverse consequences to the patient.